Event description:
A customer observed false negative results on positive ahbc igm proficiency panels. No patient samples were affected. Biased results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.